Event description:
It was reported that during the operation, the middle segment of the cable broke suddenly. The operation was completed after the cable was replaced, no impact to the patient.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned of the accord cocr cable with clamp indicated that it was frayed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that although the reported fraying of the cerclage wire was confirmed, the root cause cannot be concluded. The patient impact beyond the minor 0-30 minute surgical delay cannot be determined, as it was reported that the procedure was successfully completed. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.